Manufacturer narrative:
(B)(4). Batch # p91448. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, reported that clips were not formed completely. Doctor fired the clips over cystic duct and could pull them off because they were loosely formed. These were the first firings of device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.